Event description:
One endeavor spring rx drug-eluting stent was implanted at the mid lcx (MFR report# 2953200-2010-02040) and two endeavor sprint rx drug-eluting stents were implanted (overlapping) at the mid rca (MFR report# 2953200-2010-02042). A staged procedure of the mid lad and of the 3rd obtuse marginal was carried out approximately 5 weeks later. One endeavor sprint rx drug-eluting stent was implanted at the mid lad (MFR report# 2953200-2010-02043) and one endeavor sprint rx drug-eluting stent was implanted at the 3rd obtuse marginal (MFR report# 2953200-2010-02044). An acute non stemi is reported to have occurred on the same day as the staged procedure. The mi was reported to be moderate intensity and that there was post procedure elevation in cardiac biomarkers. It is reported that the target lesion was involved, but that there was no relationship to the study device. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. Pt remained pain free and was treated with lovenox. Pt recovered with treatment.

Manufacturer narrative:
(B)(4): eval results: myocardial infarction.